Manufacturer narrative:
This report is being supplemented to provide additional information based on the reporting response to follow up regarding clarification of the event date from the initial report . Initial report event date (sept. 19, 2022). Per the communication with the reporting person, it was stated " the date is correct and I have no additional information". Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken. Additionally, the coating of the grasping section was partially peeled off; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Event description:
It was reported the probe tip broke off during a liver resection procedure. The broken tip recovered . The intended procedure was completed with replacement instrument (unspecified device). There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received at service business center (sbc) olympus, however, the device evaluation is still pending. Sbc noted event date remains to be verified, follow up is in progress regarding reported event additional information. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.